Event description:
It was reported that this pre-implant device was interrogated and declared a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised waiting three days and interrogating the device again and completing a save to disk as this issue can sometimes be caused by the device being stored in cold temperatures. The local area field representative was contacted for additional information. At this time, no further information is available. This product was never in service. There was no patient involvement.